Event description:
Noise was noted on the rate/sense channel of the implantable cardioverter defibrillator (ICD) and non-guidant lead system. The noise resulted in an inhibition of pacing. In 2004 guidant received additional information that ventricular electrogram was flat line with intermittant noise resulting in 30 non-sustained episodes and several diverted ones. Lead measurements are stable and the physician was unable to recreate the noise with non-invasive maneuvers.